Manufacturer narrative:
Two hours later from the catheter use, after the procedure, char was found on the octaray mapping catheter when the octaray mapping catheter was removed from the patient¿s body. The procedure had been completed, so the catheter was not replaced. There was no patient consequence and has not exhibited any neurological symptoms. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed char on one electrode from the tip area, no more damage or anomalies on the device were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of the char could not be determined. To avoid char formation on the rings of this mapping catheter, do not apply radio frequency (rf) energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and char was encountered. Two hours later from the catheter use, after the procedure, char was found on the octaray mapping catheter when the octaray mapping catheter was removed from the patient¿s body. The procedure had been completed, so the catheter was not replaced. There was no patient consequence and has not exhibited any neurological symptoms.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 28-aug-2024the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).